Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Proximal segment returned and analyzed. (B)(4) no anomalies found, all insulators breached cut, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Proximal segment returned and analyzed. (B)(4) no anomalies found, all insulators breached cut, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Event description:
Review of manufacturer's database revealed the patient died approximately eight months after device implant. The cause of death has been requested and not received.